Event description:
It was reported that the patient experienced elevated blood glucose after announcing their first dinner on the ilet system the day they started pump therapy, with discordant readings between the ilet/cgm display (279 mg/dl) and a fingerstick meter (210 mg/dl); the patient performed a calibration on the ilet, used libre 3+ cgm, and did not use backup therapy. Symptoms included hyperglycemia without acute complications, and the patient reported feeling okay. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included customer support troubleshooting and education regarding expected higher glucose during the initial adaptation period. Investigation of this case revealed no device alarms and no device malfunction identified, with hyperglycemia attributed to early start-up adaptation and calibration variance between cgm and fingerstick. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.